Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 40 mg/dl, 60 mg/dl and 400 mg/dl. The customer treated low blood glucose with food, drank apple sauce, drank diabetic shake, candy bars and ate dinner. The customer treated high blood glucose with bolus using insulin pump. The other events reported were blurred vision, shaky and headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering or under delivering. Customer does not use auto mode feature at the time of low blood glucose event. The customer reported that auto mode was active during the high blood glucose event. Customer reported insulin exited at the quick release. The customer also reported bleeding at site. Customer stated the site was not actively bleeding customer reported that high pressure test passed. Troubleshooting was performed for high blood glucose, site issue and tape not sticking. The device will not be returned for analysis.